Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during the first pre-dilatation with the voyager rx, the balloon ruptured at 12 atm. There was no pt injury. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Balloon ruptures can be affected by factors including balloon damage during mfg, materials, interactions with the stent or other devices, a previously implanted stent, lesion calcifications and tortuosity, or insufficient prep prior to use. There was no report of any leaks noted during product prep. The lesion was mildly calcified and 90% stenosed, which may have contributed to the difficulties. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the calcified lesion such that the balloon ruptured upon the first inflation during the procedure. All dilatation catheters are 100% inspected during the mfg process. A definitive cause cannot be determined.